Manufacturer narrative:
(B)(4). On unreported dates, the patient¿s peritoneal dialysis effluent was clear and the patient¿s antibiotic dose was completed. The patient recovered from the peritonitis and the patient was reportedly doing well. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with injection (inj.) Vancomycin (1 gram, stat and repeat every fifth day, route not reported) and inj. Fortum (1 gram, once a day, route not reported). At the time of this report, treatments with vancomycin, fortum, and dianeal therapy were ongoing. The outcome of the peritonitis event was unknown. No additional information is available.